Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported, capsular contracture, baker grade iii. Later, patient reported, "pain. Concern about breast implant illness and "nodules on lungs". Device remains implant. This relates to the left side.